Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received there was loud noise in the fan and no image output. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "loud noise in the fan, no image output" could be confirmed. The most probable root cause is a component failure on the circuit board. In addition, we would like to call your attention to chapter "3.8 failure of products" in the corresponding instructions for use (document# (B)(4)) on page 10. The product may fail during use. Perform an equipment test before use. If the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determinateion of how to further the procedure is at the physican's discretion based on the surgical circumstances. Have a replacement system ready for each application. This event is filed under internal complaint ID (B)(4).